Manufacturer narrative:
(B)(4) - unable to tolerate anisometropia, refractive error. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under microscope revealed surface residuals (fiber/particles) on the lens compatible with handling the lens in a non-sterile environment. The lens was observed with ovd (ophthalmic viscosurgical device) residues which indicate that the unit was handled and prepared for surgical use. Also, the lens returned cut in two pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass disposition. No deviation was identified or non-conformance (ncr) was generated during the manufacturing process. No quantity discrepancy was found. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted, from the patient's right eye, in a secondary procedure due to the patient being unable to tolerate anisometropia, refractive error. The goal was plano; and the result was -1.50. The lens was replaced with the same model lens, a 19.5 diopter. No further information was provided.